Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented because their implantable pulse generator (ipg) had triggered elective replacement indicator (eri). Upon interrogation the field representative was able to reprogram the device to a dual chamber mode with a battery longevity of several months. The device had triggered eri in error with an incorrect battery voltage reading. The device remained in use and then it was decided to changeout the device approximately six weeks later. The device was removed and replaced. No patient complications have been reported as a result of this event.